Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any piece of the needle fall inside of the patient? If so, was the needle piece removed and how? No piece fell on the patient. Was there any adverse patient consequence? If so, please provide detail for any medical or surgical intervention. There was no adverse consequence to the patient.

Event description:
It was reported that a patient underwent abdominal lipectomy procedure on (B)(6) 2017 and suture was used. The thread of the needle was disassembled (pulled off) during knotting. There were no adverse consequences to the patient reported.